Event description:
The patient reported that the system's battery life was deteriorating, requiring frequent charging, and that there were connectivity issues with the cgm sensors causing inaccurate low blood sugar reports. There was no adverse impact to the patient's blood glucose level reported. The customer declined further troubleshooting and no additional actions were required from technical support.